Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the doctor wanted to follow up with the patient to check impedances and decide if a lead revision is necessary. No further complications are anticipated.

Manufacturer narrative:
Other applicable components are: product ID: 977a275, serial# (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that the patient complained of the size of the ins causing it to be uncomfortable. The patient also complained about the recharge frequency and had difficulty charging the ins. The ins was replaced on (B)(6) 2018. It was reported that there were impedances of over 4000 ohms on several electrodes, both with the old battery and the new battery. These contacts were unusable and were included in a couple of the patient¿s current programs. The healthcare provider (hcp) decided to leave the lead in and see what kind of coverage can be obtained with it at the follow-up appointment. No further complications are anticipated.